Manufacturer narrative:
The calibration and qc were acceptable before the event. The field service representative performed a decontamination. Product labeling states: "interpretation of the results main result hivduo numeric result - coi >/= 1.00. Result message - reactive. Interpretation/further steps - reactive in the elecsys hiv duo assay. All initially reactive samples should be redetermined in duplicate with the elecsys hiv duo assay. Redetermination of samples with an initial coi = 1.00 can be performed automatically." "Repeatedly reactive samples must be confirmed according to recommended confirmatory algorithms. Confirmatory tests include western blot and hiv rna tests. For the right choice of method the module-specific subresult for hivag and ahiv can be used." "For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination, and other findings." The customer did not report any other issues after the service. The investigation determined that the assay is performing within specifications. The investigation did not identify a product problem.

Manufacturer narrative:
The cobas e 801 analytical unit serial number is (B)(4). The investigation is ongoing.

Event description:
There was an allegation of questionable false-positive elecsys hiv duo results from the cobas e 801 analytical unit for three patients. Results were provided for two patients. Patient one's initial result on (B)(6) 2025 was 10.1 coi. With an ahiv result of 0.0857 coi, and an hivag result of 10.1 coi.. Patient two's initial result on (B)(6) 2025 was 1.12 coi. With an ahiv result of 0.0836 coi, and an hivag result of 1.11 coi. It was provided that the customer completed confirmation using a different methodology. The results were not provided. The test was not repeated on the initial analyzer due to insufficient sample volume. The results were not reported to the patient or treating physician.